Manufacturer narrative:
Follow-up #1: date of submission 24-may-2018 device evaluation: the device has been returned and evaluated by product analysis on 18-may-2018 with the following findings: review of the black box data revealed evidence post-delivery motor power supply fault alarms on (B)(6)2018 and (B)(6)2018. On investigation, the pump powered on using the returned battery cap. The coin slot on the top of the returned battery cap was noted to be worn and there was moisture corrosion in the underside of the battery cap, but was otherwise intact and functional. There was no evidence of moisture contamination inside battery compartment. Electrical current draws were within specifications. The pump was exercised for 24 hours without any errors, alarms or warnings occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation and the display was dim. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.